Manufacturer narrative:
The lead was repositioned. No further information is available. If more information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) had dislodged. No adverse patient effects were reported.